Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the double calibration prompt continued to prompt after entering blood glucose values. Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).